Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), menstrual disorder ("severe abnormal menses,"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe abdominal pain\severe cramping"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), abnormal weight gain ("abnormal weight fluctuations") and pruritus ("itching"). The patient was treated with surgery (on (B)(6) 2015, laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, menstrual disorder, back pain, dyspareunia, abdominal pain lower, alopecia, migraine, fatigue, abnormal weight gain and pruritus had resolved. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jul-2017: after a company internal review FDA evaluation codes were amended. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure colls,embedded within both fallopian tube"), uterine perforation ("perforation"), pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder (synthroid), flank pain, hepatic cyst, ovarian cyst, lithotripsy, urinary tract infection, hypothyroidism, kidney stones, allergic reaction to analgesics (nausea/ vomiting /diarrhea), dysfunctional uterine bleeding, menometrorrhagia, abdominal tenderness, cystocele, uterovaginal prolapse, adenomyosis, uterine leiomyoma and endometriosis. Concomitant products included oxycocet (percocet) from (B)(6) 2015 to (B)(6) 2015 for dysmenorrhea as well as tramadol since (B)(6) 2014 and valaciclovir hydrochloride (valtrex) (B)(6) 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dyspareunia ("pain during intercourse,"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines,migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced confusional state ("mild state of confusion"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced affect lability ("emotional volatility;") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menses,"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal pain\severe cramping"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with pruritus and rash generalised, cystocele ("cystocele (uterine prolapse)"), pain in extremity ("leg pain"), muscular weakness ("leg suddenly gave out one day, with shooting pain down her leg"), mood swings ("up and down swings in rapid succession"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), polycystic ovaries ("polycystic ovarian syndrome") and abdominal pain ("abdomen pain"). The patient was treated with acrivastine (benadryl), cortisone, ondansetron (zofran), duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (thermal endometrial ablation), surgery (hysteroscopy with thermal endometrial ablation).essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, vaginal haemorrhage, menorrhagia, affect lability, confusional state, depression, nausea, tooth disorder, allergy to metals, weight increased, cystocele, bladder disorder, muscular weakness, mood swings, female sexual dysfunction, urinary tract disorder and polycystic ovaries outcome was unknown and the pelvic pain, genital haemorrhage, rash, menstrual disorder, back pain, dyspareunia, abdominal pain lower, alopecia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, back pain, bladder disorder, confusional state, cystocele, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved. She took leave on 1(B)(6) 2015 to (B)(6) 2015 for partial hysterectomy and bilateral salpingectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: full occlusion of her fallopian tubes. Pregnancy test was negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming event : embedded device, perforation, llq pain, migraine, depression, menorrhagia, pelvic pain, dyspareunia, abdominal pain¿. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs received - new event "perforation, essure coils,embedded within both fallopian tube" were added. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure colls,embedded within both fallopian tube"), uterine perforation ("perforation"), pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder (synthroid), flank pain, hepatic cyst, ovarian cyst, lithotripsy, urinary tract infection, hypothyroidism, kidney stones, allergic reaction to analgesics (nausea/ vomiting /diarrhea), dysfunctional uterine bleeding, menometrorrhagia, abdominal tenderness, cystocele, uterine prolapse, adenomyosis, uterine leiomyoma, endometriosis and overweight. Concomitant products included oxycocet (percocet) from (B)(6) 2015 for dysmenorrhea, valaciclovir hydrochloride (valtrex) (B)(6) 2014 to 2015 for uterine prolapse as well as tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dyspareunia ("pain during intercourse,"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines,migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced confusional state ("mild state of confusion"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced affect lability ("emotional volatility;") and bladder disorder ("bladder problems"). In 2014, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menses,"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal pain\severe cramping"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with pruritus and rash generalised, cystocele ("cystocele (uterine prolapse)"), pain in extremity ("leg pain"), muscular weakness ("leg suddenly gave out one day, with shooting pain down her leg"), mood swings ("up and down swings in rapid succession"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), polycystic ovaries ("polycystic ovarian syndrome") and abdominal pain ("abdomen pain"). The patient was treated with acrivastine (benadryl), cortisone, ondansetron (zofran), duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (laparoscopic hysterectomy bilateral salpingectomy), surgery (thermal endometrial ablation), surgery (hysteroscopy with thermal endometrial ablation) and surgery (hysteroscopy with thermal endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, vaginal haemorrhage, menorrhagia, affect lability, confusional state, depression, nausea, tooth disorder, allergy to metals, weight increased, cystocele, bladder disorder, muscular weakness, mood swings, female sexual dysfunction, urinary tract disorder and polycystic ovaries outcome was unknown and the pelvic pain, genital haemorrhage, rash, menstrual disorder, back pain, dyspareunia, abdominal pain lower, alopecia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, pain in extremity, abdominal pain and uterine prolapse had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, back pain, bladder disorder, confusional state, cystocele, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, rash, tooth disorder, urinary tract disorder, uterine perforation, uterine prolapse, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved. She took leave on (B)(6) 2015 for partial hysterectomy and bilateral salpingectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: full occlusion of her fallopian tubes pregnancy test was negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming event : embedded device, perforation, llq pain, migraine, depression, menorrhagia, pelvic pain, dyspareunia, abdominal pain¿. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder (synthroid). Concomitant products included oxycocet (percocet) from 19-jun-2015 to 19-jul-2015 for dysmenorrhea as well as tramadol since 11-feb-2014 and valaciclovir hydrochloride (valtrex)4-mar-2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dyspareunia ("pain during intercourse, "). In october 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines,migraines") and headache ("headaches"). In october 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced confusional state ("mild state of confusion"). In february 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced affect lability ("emotional volatility; ") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menses,"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal pain\severe cramping"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with pruritus and rash generalised, cystocele ("cystocele (uterine prolapse)"), pain in extremity ("leg pain"), muscular weakness (" leg suddenly gave out one day, with shooting pain down her leg"), mood swings ("up and down swings in rapid succession"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), polycystic ovaries ("polycystic ovarian syndrome") and abdominal pain ("abdomen pain"). The patient was treated with acrivastine (benadryl), cortisone, ondansetron (zofran), duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), surgery (on (B)(6) 2015, laparoscopic hysterectomy bilateral salpingectomy), surgery (hysteroscopy with thermal endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, menstrual disorder, back pain, dyspareunia, abdominal pain lower, alopecia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, pain in extremity and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, affect lability, confusional state, depression, nausea, tooth disorder, allergy to metals, weight increased, cystocele, bladder disorder, muscular weakness, mood swings, female sexual dysfunction, urinary tract disorder and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, back pain, bladder disorder, confusional state, cystocele, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved. She took leave on 11aug2015 to 29sep2015 for partial hysterectomy and bilateral salpingectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013 total bilateral occlusion; on (B)(6) 2013: full occlusion of her fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number added. Event added per pfs: abnormal bleeding (vaginal, menorrhagia), emotional volatility; up and down swings in rapid succession, apareunia (inability to have sexual intercourse), mild state of confusion, depression, difficulty with relationships, constant rash on multiple parts of the body, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, leg suddenly gave out one day, with shooting pain down my leg, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, cystocele (uterine prolapse), polycystic ovarian syndrome, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure colls, embedded within both fallopian tube"), uterine perforation ("perforation"), pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder (synthroid), flank pain, hepatic cyst, ovarian cyst, lithotripsy, urinary tract infection, hypothyroidism, kidney stones, allergic reaction to analgesics (nausea/ vomiting /diarrhea), dysfunctional uterine bleeding, menometrorrhagia, abdominal tenderness, cystocele, uterine prolapse, adenomyosis, uterine leiomyoma, endometriosis and overweight. Concomitant products included oxycocet (percocet) from (B)(6) 2015 for dysmenorrhea, valaciclovir hydrochloride (valtrex) (B)(6) 2014 to 2015 for uterine prolapse as well as tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dyspareunia ("pain during intercourse,"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines,migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced confusional state ("mild state of confusion"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced affect lability ("emotional volatility;") and bladder disorder ("bladder problems"). In 2014, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menses,"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal pain\severe cramping"), weight fluctuation ("abnormal weight fluctuations"), depression ("depression"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") with pruritus and rash generalised, cystocele ("cystocele (uterine prolapse)"), pain in extremity ("leg pain"), muscular weakness ("leg suddenly gave out one day, with shooting pain down her leg"), mood swings ("up and down swings in rapid succession"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), polycystic ovaries ("polycystic ovarian syndrome") and abdominal pain ("abdomen pain"). The patient was treated with acrivastine (benadryl), cortisone, ondansetron (zofran), duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (total bilateral hysterectomy with bilateral salpingectomy), surgery (laparoscopic hysterectomy bilateral salpingectomy), surgery (thermal endometrial ablation), surgery (hysteroscopy with thermal endometrial ablation) and surgery (hysteroscopy with thermal endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine perforation, vaginal haemorrhage, menorrhagia, affect lability, confusional state, depression, nausea, tooth disorder, allergy to metals, weight increased, cystocele, bladder disorder, muscular weakness, mood swings, female sexual dysfunction, urinary tract disorder and polycystic ovaries outcome was unknown and the pelvic pain, genital haemorrhage, rash, menstrual disorder, back pain, dyspareunia, abdominal pain lower, alopecia, migraine, fatigue, weight fluctuation, headache, dysmenorrhoea, pain in extremity, abdominal pain and uterine prolapse had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, back pain, bladder disorder, confusional state, cystocele, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, rash, tooth disorder, urinary tract disorder, uterine perforation, uterine prolapse, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved. She took leave on (B)(6) 2015 for partial hysterectomy and bilateral salpingectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: full occlusion of her fallopian tubes. Pregnancy test was negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming event : embedded device, perforation, llq pain, migraine, depression, menorrhagia, pelvic pain, dyspareunia, abdominal pain¿. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received - new event "uterine prolapse" were added. Fu6 and fu7 were proceed together. On 7-jun-2018: pfs received - no new information was received. Fu6 and fu7 were proceed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded within both fallopian tube'), uterine perforation ('perforation'), pelvic pain ('severe pelvic pain, pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and insertion of essure performed concomitantly". The patient's concurrent conditions included thyroid disorder (synthroid), flank pain, hepatic cyst, ovarian cyst, lithotripsy, urinary tract infection, hypothyroidism, kidney stones, allergic reaction to analgesics (nausea/ vomiting /diarrhea), dysfunctional uterine bleeding, menometrorrhagia, abdominal tenderness, cystocele, uterine prolapse, adenomyosis, uterine leiomyoma, endometriosis and overweight. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2015 to (B)(6)2015 for dysmenorrhea, valaciclovir hydrochloride (valtrex)(B)(6)2014 to 2015 for uterine prolapse as well as tramadol since (B)(6)2014. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) with menstrual disorder, vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), dyspareunia ("pain during intercourse,"), abdominal pain ("abdomen pain"), back pain ("severe back pain"), fatigue ("fatigue") and pain in extremity ("leg pain"). In (B)(6)2013, the patient experienced alopecia ("hair loss") and migraine ("migraines,migraines\headaches"). In (B)(6)2013, the patient experienced allergy to metals ("nickel allergy") with rash and pruritus. On (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2013, the patient experienced nausea ("nausea"). In (B)(6)2014, the patient underwent tooth extraction ("2 teeth extracted, bone put in"). On (B)(6)2014, the patient experienced confusional state ("mild state of confusion") and depression ("depression"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced affect lability ("emotional volatility"), mood swings ("up and down swings in rapid succession"), bladder prolapse ("treatment of prolapsed bladder after removal of uterus") and urinary tract disorder ("urinary problems"). On (B)(6)2014, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain\severe cramping"), weight fluctuation ("abnormal weight fluctuations"), muscular weakness ("leg suddenly gave out one day, with shooting pain down her leg") and polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with acrivastine (benadryl), cortisone, duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), ondansetron (zofran) and surgery (hysteroscopy with thermal endometrial ablation and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, uterine perforation, allergy to metals, affect lability, confusional state, depression, mood swings, nausea, tooth extraction, weight increased, uterine prolapse, bladder prolapse, muscular weakness, female sexual dysfunction, urinary tract disorder and polycystic ovaries outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, rash, dyspareunia, abdominal pain lower, abdominal pain, back pain, alopecia, migraine, fatigue, weight fluctuation and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, back pain, bladder prolapse, confusional state, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, rash, tooth extraction, urinary tract disorder, uterine perforation, uterine prolapse, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient was having difficulty with relationships. Since having the surgery, plaintiff's symptoms have improved. She took leave on (B)(6)2015 to (B)(6)2015 for partial hysterectomy and bilateral salpingectomy to remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion; on (B)(6)2013: results: full occlusion of her fallopian tubes. Pregnancy test was negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming event : embedded device, perforation, llq pain, migraine, depression, menorrhagia, pelvic pain, dyspareunia, abdominal pain¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received: new event medical device monitoring error added, event dental problems updated to teeth extraction, bladder disorder to bladder prolapsed. Outcomes were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.